Manufacturer narrative:
No patient injury was noted. No information provided. No specific lot number was provided. Without the lot number it is not possible to determine the expiration nor manufacture date. The 3m implemented a new dehp free material to enhance the material properties on all 3m ranger (tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. The 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot was not provided and the product has not been returned for evaluation to confirm if product included solvent process change or not. End of report.

Event description:
A nurse educator reported that a 3m ranger(tm) high flow blood/fluid disposable set was used in a trauma case in approximately early (B)(6) 2016. Blood was flowing through the ranger(tm) set and warming unit. A ranger (tm) pressure infusor was in use at the time. There were no other pumps or pressure devices in use. The nurse alleged that blood leaked from the ranger(tm) set, believed to be from or near the bubble trap. There was no alleged patient or user injury reported. It was reported that blood sprayed on the protective clothing of several health care workers.